Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer checked the station and attempted to view the drawer in the hardware testing application but found that it was not showing, then replaced the full height drawer controller, verified that the drawer was detected afterward, and had the customer test the inventory, which was successfully verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer shut down the station by unplugging the power cord, reconnected the power plug, and powered the station back on. The customer then attempted to check, recover, and reboot the drawer; however, the drawer continued to fail and still displayed a required maintenance message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.